Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe tip was too tight and would not fit into the trocar cannula. The probe was replaced to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on november 9, 2017. There were 1098 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned samples showed one of the samples to have excess adhesive on the nitinol-cannula junction. The laser probes were inserted into a 25ga trocar cannula, one of the samples was stuck into trocar cannula. Two other probe samples were received. The probes were inserted into a 25ga trocar cannula and passed through with no noticeable resistance. The samples' outer cannula diameter was measured with an outer diameter min/max values of (0.0200 to 0.0205 inches). The sample¿s outer diameter was measured to be 0.02015-0.02020, meeting specifications. However, the laser radio frequency identification (rfid) tag lots were read and it was determined that two of the samples were not associated with the customer reported lot. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).